Manufacturer narrative:
Event conclusion the lead was returned to cpi: analysis found the lead is electrically continuous and meets all physical specifications. Testing of the conductor coils (hipot test) failed but this would not affect the performance of the lead. Cpi's testing could not confirm the allegation.

Event description:
Event description cpi received information that this bipolar lead was removed from service. The slack had come out of the lead and the physician was concerned it may dislodge. An invasive procedure was performed to reposition the lead but the physician found tissue on the helix and did not want to damage the patient's tissue by extracting the lead. The lead was capped and replaced.